Manufacturer narrative:
Product code (d2b) - additional product code qon based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that in a routine follow-up with the patient, the patient reported that they are currently hospitalized due to a blood and urine infection. The patient had a staged trial and was discharged after being prescribed antibiotics. No further information was available.

Manufacturer narrative:
A correction was made to the field h6 impact codes. Product code (d2b) - additional product code qon based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that in a routine follow-up with the patient, the patient reported that they are currently hospitalized due to a blood and urine infection. The patient had a staged trial and was discharged after being prescribed antibiotics. No further information was available.

Manufacturer narrative:
A correction was made to the field h6 impact codes. Product code (d2b) - additional product code qon based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that in a routine follow-up with the patient, the patient reported that they are currently hospitalized due to a blood and urine infection. The patient had a staged trial and was discharged after being prescribed antibiotics. No further information was available.

Manufacturer narrative:
Product code (d2b) - additional product code qon . Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that in a routine follow-up with the patient, the patient reported that they are currently hospitalized due to a blood and urine infection. No further information was available.

Manufacturer narrative:
Product code (d2b) - additional product code qon based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that in a routine follow-up with the patient, the patient reported that they are currently hospitalized due to a blood and urine infection. The patient had a staged trial and was discharged after being prescribed antibiotics. No further information was available.